Manufacturer narrative:
The device was not received for evaluation. Therefore, the root cause of the incident could not be determined. Balloon rupture is a known complication with this type of product and is not an indication of a systemic issue with the product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the IFU: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, plaque, arterial dissection, and hemorrhage. Exposure to calcified plaques may increase the risk of balloon rupture. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
During a thrombectomy procedure for a dialysis patient (open procedure within an artificial graft with no notable calcification), the vessel was exposed, the catheter was prepared, and inserted into the vessel. Upon attempted inflation, the balloon was found to be ruptured and did not inflate. Use of the device was discontinued, and the procedure was successfully completed using a new device of the same model. No patient injury was reported.